Event description:
A voluntary medwatch report, number (B)(4), was received on (B)(6) 2012. The report mentioned that the patient was experiencing painful stimulation. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(6) 2012 indicating that the patient had been seen by a neurologist and had his device disabled from (B)(6) 2012 until (B)(6) 2012 to alleviate the patient's pain. On (B)(6) 2012, the device was re-enabled to 0.25ma. No additional information has been provided to date and no interventions are planned as the patient has relocated.

Event description:
Additional information was received from the treating physician. There was no manipulation or trauma that was believed to have caused or contributed to the patient's pain of erratic stimulation, however it was noted that programming and/or medication changes were believed to have contributed to the erratic stimulation. The physician did not believe that the patient's seizures were related to vns and he indicated that the patient did not experience an increase in seizures the physician was unable to provide any programming history, however he did indicate that interventions were performed and that the patient had pain when checking the diagnostics. It is unclear at this time what the interventions were. Additionally the physician indicated that the patient did not experience any adverse events as a result of the magnet not inhibiting stimulation, however he was unsure why the magnet did not disable the device. The patient has reported that he wanted a generator replacement. Revision has not occurred to date.

Event description:
Additional information was received on (B)(6) 2013 with the patient's current settings. Attempts to increase in the output current were made, but elicited a painful response from the patient: the patient grabbed at his own neck. X-rays were taken and provided for review. The generator was not visualized in the images provided and therefore could not be assessed. The lead in the location of the generator could also not be assessed. The electrode placement appeared normal. The lead was seen routed down toward the left chest. There did not appear to be any lead discontinuities or sharp angles in the lead portion that was able to be visualized. Based on the x-ray images provided, no anomalies were observed that could be contributing to the reported event. Note that a portion of the lead as well as the entire vns generator could not be visualized in the images provided. Surgery is likely but has not taken place.

Event description:
The patient reported on (B)(6) 2012 that he was having issues with his vns device. He felt that it was malfunctioning and causing him to have seizures. The patient reported 4 grand mal seizures. He also indicated that he tried to disable the generator with the magnet however it would not shut off. The patient had previously reported erratic stimulation and constant pain at the electrode site, which started around (B)(6) 2012. He went to the ER for this on (B)(6) 2012, however no interventions were performed at that time. It is unknown if diagnostics have been run on the generator to date as the patient does not currently have a treating neurologist. Attempts for additional information are underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.